Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: medical product: unknown, therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Discomfort from wearing it was reported that the patient experienced discomfort in other muscles from wearing the device. The patient says that he stopped and tried again the next day to treat with the device. He continued to have discomfort. The patient stated that the pain was located in his neck. The patient rated the pain as a. 8 on a scale of 1 to 10, with 10 being the highest. There is no pain when he is treating. The patient has not increased his daily activities. The patient contacted his doctor who told him to stop wearing the device. The patient is taking methadone 70mg. The patient stated that he will try wearing the unit again. The patient was advised by customer service to conduct a time test at one hour increments. Afterward, if he is pain free then treat 1 hour per day for the first 3 days. If he does not experience any pain then he should increase treatment time by 1 hour each day. The patient was advised to call back with any issues during the time test. It was reported that no further information is available.

Event description:
Discomfort from wearing it was reported that the patient experienced discomfort in other muscles from wearing the device. The patient says that he stopped and tried again the next day to treat with the device. He continued to have discomfort. The patient stated that the pain was located in his neck. The patient rated the pain as a. 8 on a scale of 1 to 10, with 10 being the highest. There is no pain when he is treating. The patient has not increased his daily activities. The patient contacted his doctor who told him to stop wearing the device. The patient is taking methadone 70mg. The patient stated that he will try wearing the unit again. The patient was advised by customer service to conduct a time test at one hour increments. Afterward, if he is pain free then treat 1 hour per day for the first 3 days. If he does not experience any pain then he should increase treatment time by 1 hour each day. The patient was advised to call back with any issues during the time test. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d8a, g1: contact office and manufacturer site, g6: report type, h6: device code. Additional information - g3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.